Event description:
10 mins into the treatment, it was noted that there was air in the blood line and blood was dripping from the blood pump segment. Machine had alarmed and system was shut down. Pump segment noted to have crack in tubing. Replaced with different lot # tubing. Restarted dialysis on pt without problems.